Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's aortic stenosis and insufficiency were likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 13 years due to aortic stenosis (as) and aortic insufficiency (ai) with calcification. Per the op report, intra-op transesophageal echocardiogram confirmed severe as and ai. Upon explant, the valve was clearly stenotic. The annulus was debrided of calcium and a new edwards bioprosthetic valve was implanted. The patient tolerated to procedure well and was taken to the ICU in satisfactory condition. Postoperatively, the patient did well and was discharged home on pod #9.